Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient "passed out" and "felt terrible" after using a bone growth stimulator. Once the bone growth stimulator was turned off, the symptoms resolved and the device was functioning normally. The device remains in use. No patient complications have been reported as a result of this event.